Manufacturer narrative:
Our field engineer was dispatched to the site, he inspected the pedals and they are working as intended. The pedal itself has 10 rubber pads and they found to be all in place.

Event description:
It was reported to us that a technician slipped on the foot tray as she was performing a mammogram, she slipped twisting her ankle and tore two ligaments.